Event description:
The customer stated that he tested his blood glucose and received a reading of 500 mg/dl. He retested and received a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
The complaint was not made a potential until more information was obtained from the customer, so the report will be submitted past the 30 days window.